Manufacturer narrative:
Patient's weight was estimated from most recent figure provided. The patient's other admissions for anemia/ elevated ldh are referenced in MFR numbers 2916596-2021-03013, 2916596-2021-03023, 2916596-2021-03025, 2916596-2021-03027, 2916596-2021-03032, 2916596-2021-03034, 2916596-2021-03035, 2916596-2021-03036. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2018 for elevated lactate dehydrogenase (ldh) and severe headache. Computed tomography (CT) of head and abdomen were negative. The patient's headache resolved during heparin bridge and she was discharged (B)(6) 2018. Headache resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated lactate dehydrogenase (ldh) and headache, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent pump exchange on (B)(6) 2021 (MFR#2916596-2021-02768). The patient had further elevated ldh events on (B)(6) 2019 (MFR#2916596-2021-03027) and (B)(6) 2020 (MFR#2916596-2021-03034). No product is available for investigation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides details regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate ii lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.